Event description:
A customer reported observing potentially false positive anti-hbc results for multiple patient samples. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.